Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The instrument does not show damage to the conductor wire.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument sparked. There were no reports of patient injury.